Event description:
Customer stated, a few days ago, she was finishing up taking a shower, she noticed a horizontal split running along the chair which pinched her as she stood up.

Manufacturer narrative:
(B)(4) - RMA (B)(4) has been initiated for this issue. Model 96-2, serial number/date code is unknown. The owner's manual part number 1145752 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female who is (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. (B)(4) 2012 12:10 pm (B)(4): I spoke with the consumer again. I advised her that there isn't any information on tracking the unit. I offered to overnight ship another shower chair. The consumer sustained minor scrapes. She feels unsafe and did not want the same model. She rather prefers another vendor's shower chair. I requested a receipt on the original shower chair and she did not have it. I asked that she get a quote for the model that she wants and I will see what I can do on reimbursing her. The consumer lives in a shelter. I provided her a fax number to send the documentation. I advised that we would like the original shower chair to be returned. (B)(4) 2012 12:11 pm (B)(4): a call tag was mailed.